Manufacturer narrative:
Correction: additional information was received from the customer. The following fields have been updated: describe event or problem: it was reported that there was insulin retention in the bd plastipak¿ insulin syringe tip and it would not inject into the patient during use. "3ui of insulin nph" was used to help control the pregnant patient's "dextro level", but no changes were noted. It was then observed that the "3ui" aspiration of insulin was not "reaching" the patient because it was retaining into the syringe tip. As a result, the patient's "dextro level" was reportedly "high", and they were hospitalized for a prolonged amount of time as a result. The patient was reportedly discharged from the hospital on (B)(6) 2019. The following information was provided by the initial reporter, translated from portuguese to english: "insulin retention in the syringe tip, altering patient dextro result." "In other words, after the application, a part of the liquid (insulin) remain in the syringe tip." "Customer informed the damage is the dextro level high and there was prolongation of hospitalization. No medical/surgical intervention. Professional reports: pregnant patient was hospitalized for control of dextro, using 3ui of insulin nph, we observed that dextro did not decrease even with the use of insulin. We evaluated the process that the nursing assistant was doing for insulin administration and observed that the 3ui aspirates did not ¿reach¿ the patient, they were retained in the syringe tip. Patient had prolonged hospitalization due to destro not having lowered. Hospital discharge date (B)(6) 2019." Relevant tests/laboratory data: prolonged hospitalization. Type of reportable events: serious injury.

Event description:
It was reported that there was insulin retention in the bd plastipak¿ insulin syringe tip and it would not inject into the patient during use. "3ui of insulin nph" was used to help control the pregnant patient's "dextro level", but no changes were noted. It was then observed that the "3ui" aspiration of insulin was not "reaching" the patient because it was retaining into the syringe tip. As a result, the patient's "dextro level" was reportedly "high", and they were hospitalized for a prolonged amount of time as a result. The patient was reportedly discharged from the hospital on (B)(6) 2019. The following information was provided by the initial reporter, translated from portuguese to english: "insulin retention in the syringe tip, altering patient dextro result." "In other words, after the application, a part of the liquid (insulin) remain in the syringe tip." "Customer informed the damage is the dextro level high and there was prolongation of hospitalization. No medical/surgical intervention. Professional reports: pregnant patient was hospitalized for control of dextro, using 3ui of insulin nph, we observed that dextro did not decrease even with the use of insulin. We evaluated the process that the nursing assistant was doing for insulin administration and observed that the 3ui aspirates did not ¿reach¿ the patient, they were retained in the syringe tip. Patient had prolonged hospitalization due to destro not having lowered. Hospital discharge date (B)(6) 2019."

Manufacturer narrative:
Investigation summary: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. Sample of reported incident were received for analysis. The received sample was evaluated, and it was not possible to observe any non-conformance. According (B)(4) ¿sterile single-use syringes, with or without needle, for insulin¿ a dead volume is expected to exist in the region of the syringe nozzle, which does not affect the volume expelled by the syringe. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible to confirm the complaint."

Event description:
It was reported that there was insulin retention in the bd plastipak¿ insulin syringe tip and it would not inject into the patient during use. "3ui of insulin nph" was used to help control the pregnant patient's "dextro level", but no changes were noted. It was then observed that the "3ui" aspiration of insulin was not "reaching" the patient because it was retaining into the syringe tip. As a result, the patient's "dextro level" was reportedly "high", and they were hospitalized for a prolonged amount of time as a result. The patient was reportedly discharged from the hospital on (B)(6) 2019. The following information was provided by the initial reporter, translated from portuguese to english: "insulin retention in the syringe tip, altering patient dextro result." "In other words, after the application, a part of the liquid (insulin) remain in the syringe tip." "Customer informed the damage is the dextro level high and there was prolongation of hospitalization. No medical/surgical intervention. Professional reports: pregnant patient was hospitalized for control of dextro, using 3ui of insulin nph, we observed that dextro did not decrease even with the use of insulin. We evaluated the process that the nursing assistant was doing for insulin administration and observed that the 3ui aspirates did not ¿reach¿ the patient, they were retained in the syringe tip. Patient had prolonged hospitalization due to destro not having lowered. Hospital discharge date (B)(6) 2019."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was insulin retention in the bd plastipak¿ insulin syringe tip and it would not inject into the patient during use. The following information was provided by the initial reporter, translated from portuguese to english: "insulin retention in the syringe tip, altering patient dextro result." "In other words, after the application, a part of the liquid (insulin) remain in the syringe tip."